Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for chronic pain. It was reported that at implant, the surgeon ¿cut the patient wrong,¿ and that she has had numbness, inflammation, and pain at the surgical lead incision site since then. Additionally, the device stopped working one month after implant. The device was helping the patient, but it stopped working. The patient could not charge the device when it stopped working. At the time of the report, the implantable neurostimulator was overdischarged. A physician mode restart was performed on (B)(6) 2019 but was unsuccessful. The implantable neurostimulator was currently not functional. The issue was not resolved at the time of the report, and no surgical intervention was planned or performed. There were no further complications reported or anticipated.